Event description:
It was reported that during the procedure in the right coronary artery for treatment of a chronic total occlusion (cto), pre-dilatation was performed via antegrade approach. An attempt was made to advance a 2.75x38 xience prime stent delivery system but the device could not cross and was withdrawn into the guide catheter extension. A 3.5x12 trek dilatation catheter was advanced and dilatation was performed. At the same time, a 4.0x15 nc trek was advanced but the balloon was not inflated as the catheter was being used as a buddy device instead of using a buddy guide wire. The 3.5x12 trek catheter was withdrawn from the anatomy after balloon inflation and the 2.75x38 xience prime was re-advanced from the guide catheter extension into the vessel. At this time, the physician noted blood in the 4.0x15 nc trek catheter. The nc trek catheter was pulled into the guide catheter extension without resistance at which point the catheter shaft separated inside the guideliner. All devices were removed from the anatomy as a single unit. Outside of the anatomy, the xience prime distal stent struts were noted to be flared. The vessel was noted to be open with good blood flow; therefore, no further intervention was performed. The patient was transferred to the intensive care unit for observation. There was no clinically significant delay in the procedure. Treatment of the cto will be performed on an undetermined date. Cine clinical analysis revealed that an unspecified abbott guide wire prolapsed in the vessel. The guide wire was withdrawn from the anatomy without reported resistance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Clinical analysis and additional reported information indicates that at the beginning of the procedure a dissection occurred along the length of the vessel possibly caused by a fielder xt guide wire. No treatment was required and there was no adverse patient sequela. No additional information was provided. Return device preliminary analysis revealed that the xience prime shaft was torn. Dil cath: 4.0x15 nc trek. Guide wire: pilot 50 (3), pilot 200 (2), prowater, fielder xt 300. Guide cath: guideliner. Other: integrilin, heparin. (B)(4) - patient selection and re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek and fielder referenced, are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The reported stent damage was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: the safety and effectiveness of xience prime have not been established for subject populations with a chronic total occlusion. Additionally, it was reported that the device was withdrawn into the guiding catheter extension and reinserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The reported stent damage and observed stent movement likely occurred as a result of interactions with the lesion and/or accessory devices as the device was withdrawn and re-inserted. Based on the information reviewed, there is no indication of a product deficiency.